Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: received two 16g maxcore disposable core biopsy instruments. During visual evaluation, sample 1 & 2 are received with protective tubing and no yellow guard attached to the needle. The maxcore disposable core biopsy instrument appeared to have residue throughout the needle. The maxcore disposable core biopsy instrument was returned half primed with the top slide pulled back and the bottom slide was in the initial position, leaving the sample notch exposed. No visual anomalies were noted to the device. On functional testing, prior to functional testing, the device was primed one more time and fired without issue. To prime, both the top and bottom slide was then pushed into the device and was also able to lock into place. The device was able to be fully primed with no issues. The device was further tested by cocking and firing the device 3 times in a chicken breast with each trigger, for a total of 6 tests. The device was able to prime and fire properly. All 6 samples were obtained with no issues. Therefore, the investigation is unconfirmed for the reported failure to fire for 2 devices as each device was able to prime, fire and obtain samples with no issues in both samples. A definitive root cause for the failure to fire could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f - the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a kidney biopsy procedure using the maxcore device. During the procedure, it was reported that only one needle was fired. It was further reported that the patient started bleeding post-procedure. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a biopsy procedure using the maxcore device. During the procedure, it was reported that only one needle was fired. It was further reported that the patient started bleeding post-procedure. There was no reported patient injury.